Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was treated by emergency medical services due to low blood glucose. She stated that hypoglycemia was an issue she had been experiencing all her life. She had been driving her car and had a car accident while wearing the insulin pump. The blood glucose reading at the time of the event was 24 mg/dl and the customer was treated with intravenous sugar. The insulin pump was not returned or replaced.